Event description:
This case is from a german business partner and was completed on the basis of a consumer's report. Info was received on 6/2002. Due to occasional pain in pt's left knee, the consumer was first treated with hyalart (hyaluronic acid) in 2001. The very same day pt developed pain in the knee (different from before), and pt was restricted while walking. The second injection was postponed to 15 days later. After this injection the consumer experienced a stiff feeling in their knee, pt could no longer walk, but hobbled. Furthermofe, pt developed pain in their knee and their right hip joint. Pt refused any further injections. Due to this problem, nucleospin tomogrpahy was done and showed inflammation of the knee. From mid 12/2001 until 2/2002, the knee had to be aspirated 5 times. A specific therapy (to be clarified) in 01/2002 was without the desired results. In 2002 arthroscopy was performed. In the report, the physician suspected that the inflammation of the knee was probably caused by the hyalart injection. Pt presented an IV grade varusgonarthrosis, a ii grade cartilage damage retro patellar, condition after hyalart injection with severe synovialitis and white stipples of the whole left knee joint and the upper recessus. The pt further reported that currently their movement is markedly restricted and pt is not able to participate in normal life and working processes. Besides that, the restriction of movement has led to degradation of muscles and increasing weight. The case is being followed-up to obtain medically validated info.

Event description:
This case is from a german business partner and was completed on the basis of a consumer's report. Info was received on 6/5/2002. Due to occasional pain in her left knee, the consumer was first treated with hyalart (hyaluronic acid) on 10/1/2001. The very same day she developed pain in the knee (different from before), and she was restricted while walking. The second injection was postoponed to 10/16/2001. After this injection the consumer experienced a stiff feeling in her knee, she could no longer walk, but hobbled. Furthermore, she developed pain in her knee and her right hip joint. She refused any further injections. Due to this problem, nucleospin tomography was done and showed inflammation of the knee, from mid 12/2001 until 2/2002, the knee had to be aspirated 5 times. A specific therapy (to be clarified) in 1/2002 was without the desired results. On 4/22/2002 arthroscopy was performed. In the report, the physician suspected that the inflammation of the knee was probably caused by the hyalart injection. Pt presented a IV grade varusgonarthrosis, a ii grade cartilage damage patellar, condition after hyalart injection with severe synovialitis and white stripples of the whole left knee joint and the upper recessus. The pt further reported that currently her movement is markedly restricted and she is not able to participate in normal life and working processes. Besides that, the restriction of movement had led to degradation of muscles and increasing weight. Additional info was reveived from the physician (particulars not provided) on 6/13/2002 the orthopedic surgeon reported that following a single injection of hyalart into her left knee, the pt experienced pain. The physician did not find any oedema or effusion and diagnosed a mild unspecified inflammation. The lot number provided was 046000 with expiration date 8/2003. Further info awaited.